Event description:
Infection [infection], pseudogout [chondrocalcinosis pyrophosphate], could not walk [abasia], pain upon movement [pain], significant swelling developed in knees [joint swelling], joint effusion [joint effusion]. Case description: spontaneous report was rec'd on (B)(6) 2011 from a physician, regarding a (B)(6) female pt, initials a-t with osteoarthritis/gonarthrosis. The pt's medical history is significant for cervical spondylosis, osteoporosis and peripheral nerve disorder (nos). On (B)(6) 2011, the pt initiated the first synvisc injection of 2 ml into both knees. Joint fluid was clear and the pt had no swelling. On (B)(6) 2011, the pt initiated the second synvisc injection of 2 ml into both knees. Joint fluid was clear and the pt had no swelling. On (B)(6) 2011, the pt initiated the third synvisc injection of 2 ml into both knees. Following the third synvisc injection, the pt experienced significant swelling in knees, difficulty walking and pain during the day. The synvisc lot number was not provided. On (B)(6) 2011, the pt visited the clinic, where the pt's right knee was aspirated of 75 cc of joint fluid and the left knee was aspirated of 35 cc of joint fluid. Knees' color changed to yellow with a large amount of joint fluid. The pt had no signs of pyrexia. No action was taken with synvisc treatment. On (B)(6) 2011, the events of "swelling in knees, joint effusion and knees' color changed to yellow' were alleviated. The pt's outcome for the event of "difficulty walking and pain" was not provided. Relevant concomitant medications reported include: mecobalamin, lornoxicam, teprenone, ketoprofen and 35mg of alendronate sodium hydrate 1/1 week. The intensity for the events was not provided. The reporting physician assessed the relationship between synvisc and the event of joint effusion as possibly related. The relationship between synvisc and the events of "difficulty walking, pain, knees' color changed to yellow and swelling in both knees" was not provided by the reporting physician. Add'l info was rec'd on (B)(6) 2011 in the form of a qa investigation summary. Add'l info was rec'd on (B)(6) 2011 from the physician. The physician reported that this was the first time that the pt rec'd synvisc treatment. On an unspecified date in (B)(6) 2011, lab test were performed. The results obtained were: an increase in c-reactive protein; an increase in white blood cells and no change of eosinocyte/eosinophil. The physician analyzed the test results to conclude that the pt did not have an allergic reaction to synvisc, but the physician still suspected infection. The physician believed that the pt might have an infection through injection site after the third synvisc injection. The physician also confirmed that the events of "difficulty walking, pain and swelling in both knees" were not separate adverse events, but accompanying symptoms to the adverse event of "joint effusion." The physician also reported that the event of "knees' color changed to yellow" was translated incorrectly. According to the physician, "it was not the knees' that were yellow, but the joint fluid aspirated from the knees which was yellow in color." The physician updated the relevant concomitant medications to include: 50 mg of mecobalamin (started on an unk date and still continuing), 3/1 day for peripheral nerve disorder; 4 mg of lornoxicam (started on an unknown date and still continuing), 3/1 day for gonarthrosis; 50 mg of teprenone (started on an unk date and continuing), 3/1 day for gastritis, 1 sheet of ketoprofen (started on an unk date and still continuing), 1/1 day for cervical spondylosis and 35 mg of alendronate sodium hydrate (started on an unk date and still continuing), 1/1 week for osteoporosis. The intensity for the event of joint effusion was assessed as severe. Add'l info was rec'd on (B)(6) 2011 from the physician. The pt's outcome for the event of "joint effusion" was reported as recovered. Add'l info was rec'd on (B)(6) 2011 from the physician. The physician reported that prior to the last synvisc injection that the pt initiated on (B)(6) 2011, the pt had no infection generally, but had complicated diabetes mellitus, which easily induces infection. Prior to the synvisc injection, the pt had no skin disease, infection or inflammation around the knees. Sterile gloves and sterile needle were used. The injection sites were sterilized with iodine. The needle was inserted into external suprapatellar pouch of knees with no problem at injecting. Immediately after the injection, the site was pressurized with gauze. Significant swelling developed in knees and the pt could not walk due to pain. On (B)(6) 2011, lab tests were performed. The results were: synovial fluid culture was negative; blood tests that revealed: - calcium pyrophosphate was positive; urinary acid was normal; eosinophil unchangeable; c-reactive protein was 10.68 and white blood cells were 12,900. The reporting physician suspected pseudogout and infection from test results. The pt's outcome for the events of "swelling developed in knees, pt could not walk, pain upon movement, pseudogout and infection" was not provided. The intensity for the events was not provided. The pseudogout and infection" was not provided by the reporting physician.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affect by the report.